Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02850, #3005099803-2010-02851, and #3005099803-2010-03423 for a description of the other device. This report is for the fourth device. It was reported to boston scientific corporation that a optiflo needle device was used during a sclerotherapy procedure. According to the complainant, when the needle was removed from the sheath, the needle could not be reintroduced completely. The procedure was completed with another device of the same type. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.